Event description:
The report received from a foreign country indicated that the balloon of a cypher stent delivery system burst while increasing to nominal pressure or less. The target lesion was at the mid right coronary artery; it was de novo with heavy calcification. The vessel was moderately tortuous with 90% stenosis. The vessel was pre-dilated with a 3.5 x 13 mm potenza balloon. The cypher stent was delivered to the target lesion without any issues. But during inflation at the target lesion, the balloon ruptured at or below nominal pressure. Although the stent was deployed at the target lesion, post dilatation was conducted as coronary angiogram revealed the stent was under dilated. The physician confirmed the balloon rupture by the blood flow into the inflation device. The procedure was completed successfully without any patient injury. According to the physician, the balloon may have ruptured due to heavy calcification.

Manufacturer narrative:
This cypher stent delivery system is distributed outside of the united states. However, it is similar to the united states cypher stent delivery system. This product is available for evaluation but has not yet been received. Additional information will be submitted within thirty days upon receipt.